Event description:
The patient support couch on a brilliance big bore CT scanner underwent uncontrolled vertical motion with a patient on the couch, following a brake replacement. The couch contacted the gantry covers. The patient was not injured.

Manufacturer narrative:
This event occurred after a field service engineer replaced the brake assembly in the couch with a new style brake. Investigation of the event identified that a longer shaft key is needed for the field replacement brake assembly. A new shaft key is being implemented to make the field replacement brake assembly more robust. Replacement parts have been upgraded with a longer shaft key to prevent recurrence. Field service engineers will be sent to all accounts that have had a brake replacement with the new style brake assembly for inspection and installation of the longer shaft key.